Manufacturer narrative:
Other relevant device(s) are: product ID: 3889. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient was bleeding near their leads and though that one of the wires had possibly come out. The patient already contacted their clinician¿s office and was waiting a response. It was noted that the trial began on (B)(6) 2018. The patient reported they had to keep pads on as they were bleeding all over and getting blood on everything. The patient was advised to contact their healthcare provider. No further complications were reported.